Manufacturer narrative:
The explanted screw was returned to manufacturer for evaluation. The visual macroscopic and microscopic exam show that the screw appears to be in good condition. The head features of the screw were verified and were found within specification. Approximately 1 mm of flange circumference was found damaged. Immediate post-op and follow up x-rays were not available for the analysis. This investigation has been concluded to be inconclusive. Device history records were reviewed. No documentation was found that would indicate a non-conformance to specifications.

Event description:
It was reported by the user-facility that the patient underwent a cervical procedure for cervical discectomy with extraction and replacement of his old plate. Patient reportedly was doing well immediately post op. Approximately five days post op, the patient hit his head against a door frame of a car as he was getting into the car. The patient then developed neck pain and numbness of his left arm. The x-rays done 7 days post op showed that the left screw had partially backed out of the plate. The patient continued to complain of pain and started having trouble swallowing. The revision surgery was performed approximately three weeks post op to remove and replace the loose screw. The patient was reportedly doing well after the revision procedure.